Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device drawers 5.1 and 5.2 were not detected on the bus. The field service engineer (fse) checked the indicator lights and confirmed that light-detecting pockets were flashing. Fse then powered off the station and reseated the row board on the controller board to restore communication. After reseating, diagnostics confirmed that all pockets were visible, and medications could be accessed through the medication application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers were not detected on bus and the pocket had a read write invalid error. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.